Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient received a new charger and there had been no further issues charging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that the patient was having difficulty charging and it was taking too long to charge. The hcp reported that the patient would get 8 coupling bars and then would lose coupling without moving. The hcp reported that it took forever for her to charge her ins. The hcp reported that the patient also felt that the internal ins battery was getting hot and it felt like it was overheating. No further complications were reported.